Event description:
Analysis of the returned device found that the delivery wire of the subject stent fractured during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully. Additional information received on 02-may-2023 clarified that subject flow diverting stent broke while transferring into the hub of the microcatheter. No clinical consequences were reported to the patient due to this event. It was reported that during the ica (internal carotid artery) aneurysm procedure, physician prepared to deploy the subject flow diverting stent. While passing it through the microcatheter the subject flow diverting stent got fractured. The pushability of the subject flow diverting stent also decreased when advancing through the microcatheter. Patient's condition was stable. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the introducer sheath was returned and on inspection the tip was visibly damaged. The stent delivery wire (sdw) was visible inside the introducer sheath, dried blood was also evident. The sdw was removed and found to be kinked/bent 1.5cm, 4.4cm and 7.8cm from distal tip. The resheath pad had been pulled over the distal bumper and was stuck on the bumper. The orange epoxy from the resheath pad distal bumper had been pulled up to the petal marker band and was broken with slivers visible along the coil. The petal was intact but covered in dried blood. The distal end of the sdw was intact. The stent was not returned. Functional inspection was not possible to perform as the stent was not returned and both the sdw and introducer sheath were damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated there was no resistance encountered during navigation of the flow diverter device to the target lesion. The subject stent got fractured during transfer at the hub of the microcatheter. The anatomy location was the ica and the indication for procedure was aneurysm. The procedure outcome was completed with a different device. The patient condition following the procedure was stable and the patient outcome from the event was no serious injury. Product analysis found the sdw returned inside the introducer sheath and dried blood was evident. The tip of the introducer sheath was damaged. The petal on the sdw was intact but covered in dried blood. The damage to the sdw indicates a significant force was applied during use in the microcatheter. The presence of the dried blood on the petal indicates the device was in use in the patient when the issue occurred. The as reported ¿stent broken/fractured during transfer¿ and ¿stent difficult/unable to transfer¿ could not be confirmed as the stent was not returned for analysis. An assignable cause of procedural factors will be assigned to the as analyzed ¿sdw broken/fractured during use¿, ¿sdw kinked/bent¿ and ¿stent introducer sheath distal tip damaged¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
B5 - executive summary - updated. F10 / h6 device code grid - updated. H6 conclusion code grid - updated. B1 adverse event/product problem- corrected - no product problem. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the ica (internal carotid artery) aneurysm procedure, physician prepared to deploy the subject flow diverting stent. While passing it through the microcatheter the subject flow diverting stent got fractured. The pushability of the subject flow diverting stent also decreased when advancing through the microcatheter. Patient's condition was stable. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient. Additional information received on (B)(6) 2023 clarified that subject flow diverting stent broke while transferring into the hub of the microcatheter. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the ica (internal carotid artery) aneurysm procedure, physician prepared to deploy the subject flow diverting stent. While passing it through the microcatheter the subject flow diverting stent got fractured. The pushability of the subject flow diverting stent also decreased when advancing through the microcatheter. Patient's condition was stable. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.